Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient had recovered. On (B)(6) 2011, the patient was discharged. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 1 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i08027, h11h29124 and h11h06015 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.